Manufacturer narrative:
(B)(4). Batch # pi1-14idajq. The analysis found that one pse45a device was returned for analysis with an ecr60b cartridge not loaded on the device fully fired and in good visual conditions. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4) date sent: 9/14/2016. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the during a laparoscopic appendectomy procedure, the jaws of the device were closed on tissue, on the last firing of the device, and after closing the jaws of the device, the device performed the firing sequence without user initiation. The device cut and stapled the intended tissue successfully and the procedure was completed with no consequence to the patient. Since this was the last firing of the device, a second device wasn't needed to complete the case. It wasn't known what reload was used or if there was any buttressing material.